Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation a specific root cause of the reported damage could not be determined. The event can be detected/prevented by following the instructions for use: cyf-5 operation manual provides the following: caution do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cystonephrofiberscope's insulation on the tip has gone. The event was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the bending section cover or distal sheath had a leak, bending section had a bite, battery mark was missing, the bending section cover or distal sheath's glue was peeled and it's hole advanced diagnostics was removed and the distal end had an insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.